Event description:
The customer called to report a high blood glucose reading of 303 mg/dl and symptoms of diabetic ketoacidosis. The customer did not want to troubleshoot, and requested a replacement insulin pump. The customer was not feeling well, and stated he might go to the emergency room. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.